Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed. The investigation was unable to determine a conclusive cause for the blocked lumen; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. This code is used to address the use of the device in the patient after the marker lumen would not flush with saline and the failure to perform femoral angiogram. Per the instructions for use: do not use the perclose proglide smc device if the marker lumen is not patent. Per the instructions for use: perform a femoral angiogram to verify the location of the puncture site. The device has been received. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary interventional procedure. No femoral angiogram was performed. Reportedly, the proglide marker lumen would not flush. The device was inserted into the patient and no blood marking through the marker lumen occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.